Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance measurements. It was discovered the proximal df setscrew was not making adequate contact with the lead. This setscrew was loosened and retightened and subsequent measurements were good. This ICD remains implanted. No adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. Should more info become available, this event will be reopened.